Event description:
Information received indicates the bed functions are operating intermittently.

Manufacturer narrative:
The facilities maintenance found the beds knee sensor linkage was disconnected which caused the intermittent function. Maintenance reconnected the sensor linkage to repair the bed.